Event description:
Patient presented with inter prosthetic dislocation of mdm poly and 28mm depuy head. The 42mm e poly was never found in the patient. Doctor removed existing liner and shell and proceeded to a new shell with mdm. It was a left hip.

Event description:
Patient presented with inter prosthetic dislocation of mdm poly and 28mm depuy head. The 42mm e-poly was never found in the patient. Doctor removed existing liner and shell and proceeded to a new shell with mdm. It was a left hip.

Manufacturer narrative:
An event regarding disassociation involving a tritanium shell, a mdm liner, an unknown adm liner and a competitor head was reported. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Patient requested to keep it.